Event description:
While exiting a resident from the tub, the carrier locks failed and the carrier moved away from the tub. The chair and the resident exited the tub onto the floor. The resident was injured. Resident attended by ems and taken to the hospital.